Manufacturer narrative:
Additional info: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led a photographic evaluation of two photographs of a device. A visual inspection of the returned photos noted that a reload can be seen in it's opened device packaging. No device abnormalities can be seen. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy, when they disconnected the colon, the stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. They replaced the reload the complete the case. There was no patient injury.